Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. See MDR 1213643-2010-00354 for information related to the composix mesh implanted on (B)(6) 2000. See MDR 1213643-2010-00355 for information related to the composix l/p mesh implanted on (B)(6) 2009. See MDR 1213643-2010-00356 for information related to the composix l/p mesh implanted on (B)(6) 2009.

Event description:
Attorney reported: on (B)(6) 2000, patient underwent surgery for repair of an incisional hernia. A composix mesh was implanted to repair the hernia defect. On (B)(6) 2009, patient presented with severe abdominal pain and vomiting. A CT scan of her abdomen showed two hernias in the anterior abdominal wall, and partial small bowel obstruction "perhaps caught up in adhesions." Patient admitted to hospital and underwent an exploratory laparotomy with lysis of adhesions, explant of the composix mesh and repair of her incisional hernia. During that surgical procedure, the surgeon noted. "The mesh was opened slightly, and there were noted to be multiple adhesions of the small intestine, tightly adherent to the underside of the mesh. At this point, it looked as if the mesh gortex layer had started to disintegrate and there was marlex eroding to the undersurface of the mesh with multiple areas of small intestine tightly adherent to the marlex. In some areas, this could not be separated from the small intestine." At 4-5 hours were spent lysing adhesions between intestines. ... Careful inspection of the mesh did reveal that, in portions of this previous mesh, it was frankly destroyed." During that surgery, and after explant of the old mesh, patient was implanted with three composix l/p mesh products. On (B)(6) 2009, patients surgeon found that the mesh inserted on (B)(6) 2009 had separated, which separation contained a loop of bowel. Patient is now left with recurrent incisional hernia and chronic tenderness at the surgical site, which will require more hospitalizations and surgical procedures. Patient has suffered physical pain, mental anguish, and suffering as well as extreme disfigurement due ot the additional hernia repair.